Manufacturer narrative:
Added UDI gtin. The complaint device is unavailable for failure analysis investigation and the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure;¿ a device is not released if it does not meet requirements, or if it is nonconforming.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Medical records were received from a patient's treatment facility which indicated the patient developed peritonitis. Follow-up with the patient's nurse indicated the patient developed touch contamination peritonitis on (B)(6) 2015 due to a breach in sterility during treatment. The patient was not hospitalized. The patient was treated with vancomycin (dosage unknown) and gentamycin (dosage unknown) administered via dialysis catheter. The patient was asymptomatic and switched treatment modalities to hemodialysis.